Event description:
Report #2 of 2 received regarding several undocumented and two documented incidents of IV sets "falling out of the bottle/stoppers" while in use. Customer reports that "since the stoppers have changed to the blue latex free material" nurses are reporting that the IV administration set spike is falling out of the bottles. One incident involved a premature infant who was receiving a 10% dextrose in water via PICC line. A nicu nurse reports that the IV administration set "just fell out of the blue stopper while hanging undisturbed." A new bottle of 10% dextrose was hung with a new set without further incident. Customer reports that "there was a delay in therapy due to the time it took to set up the new bottle, however, the pt did not experience any adverse effects." Nurses are now reportedly taping the tubing to the bottles when in use. No additional info was available.